Event description:
No additional information is available.

Manufacturer narrative:
Correction: section d: medical device lot #, medical device expiration date, and unique identifier (UDI) # fields have been updated to reflect correct details of the medical device involved in the reported event. Investigation summary: the customer returned 2 photos and 1 defective sample. The photo shows the approximate location of the catheter rupture. The returned sample shows: the sku is 383069, the batch code is 5017361.the sample has been used, and the remaining length of the broken catheter is about 10mm. Upon inspection of the defective sample under a microscope, there are no raw material defects on the surface of the catheter, the catheter shows no significant deformation, and the fracture surface of the catheter is flat. DHR/bhr review (lot #5017361): the products of this batch were assembled at intima ii auto line 3 in feb 2025 and packaged at r240 &cfs package line in feb 2025. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. The cannula batch used in this batch of products is 4358967, review the incoming inspection results, no abnormalities. The retained sample of this batch is taken for the 45psi leakage test and the pull force test of the catheter. The test results show that no leakage is found at the catheter, and the pull force of the catheter is within the product specifications. Cause analysis: according to the instructions for the indwelling needle, the user must check the condition of the needle before use. The broken tube was actually discovered the next day after it had been used, which also implies that the indwelling needle was normal both before and during use. The catheter fracture has approximately 10 mm of residual length, and microscopic observations reveal that the fracture surface is smooth without obvious deformation, indicating that the catheter fracture was not caused by external force pulling, but may have resulted from damage by a sharp object. Based on the inspection of the catheters related to the use of this batch of indwelling needles, including procurement inspection, catheter cutting inspection, process inspection, and shipment inspection, no abnormalities were found. Combined with the fact that there have been no complaints from other hospitals regarding catheter breakage for this batch of indwelling needles, it indicates that the quality of this batch of products is normal. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): there is no abnormality in the production process, no similar complaints have been received from other hospitals regarding this batch of products. Through the inspection and analysis of the returned samples, it was determined that the breakage of the catheter was not caused by the factory but resulted from an unknown sharp object during the use of the product. The plant will continue to track and trend for this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc catheter broke / separated the product was in use and there was a broken tube and vascular surgery was performed to remove the broken tube. A green claim is required, a complaint response letter is required, and a complaint receipt letter is required. Samples can be returned, photos available.